Manufacturer narrative:
Device not returned

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. The customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 196-197 mg/dl.